Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the amiodarone was programmed without the guardrails drug library and infusing at the incorrect rate of 0.9ml/hr versus the correct rate of 33.33ml/hr (1mg/minute). This was noted after the patient transferred from the emergency department. No report of patient harm.

Manufacturer narrative:
Correction initial reporter address.